Event description:
The pt was reportedly experiencing poor performance with the device. The pt has declined exchanging of equipment and would like to proceed with revision surgery. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.